Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump repeatedly displayed restart (65) and the user noted an inaudible or faulty speaker from initial use, consistent with an audio over/under current condition; a replacement device was provided and the original was later returned. Symptoms included no reported adverse clinical effects, and the user stated blood glucose was in range. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.